Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Blood glucose level at the time of the incident was not provided. Customer was able to clear the alarm and complete the rewind process. Self-test was performed but failed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with constant rf pic failed selftest alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed selftest alarm.